Manufacturer narrative:
(B)(4).

Event description:
It was reported patient had lost therapeutic effect in the previous month. Previous to that she was getting at least 50% reduction in symptoms. Patient was also unable to adjust stimulation which was resolved by replacing the batteries in the patient programmer. Patient now had incontinence and "quivering over battery." The caller reported a shocking or jolting sensation when her husband increased the stimulation to 3.8 volts, and had then turned it down. The patient felt stimulation when increased up to 1.3 volts. Additional information has been requested, but was not available as of the date of this report.